Event description:
Ckmb and myo values do not agree when testing whole blood vs. Plasma and using devices from an 'old box' vs. A 'new box' of triage cardiac panel lot # w44467 and cardio profiler lot # w43375.

Manufacturer narrative:
Testing date: 2009: returned patient sample results: product support replicated the client's data. Ckmb = 0.5 ng/ml on access2, <1.0 ng/ml on triage cardiac w44467 "new" and profiler w43375, and 8.8 ng/ml on triage cardiac w44467 "old". Myo recoveries are 22-30% lower on old and new w44467 versus w43375. Calibrators: low myo and ckmb recoveries were observed on w44467: three va samples were tested on the device lots listed above and on access2, the following was observed for ckmb: overall, device lot w43375 returned higher results than device lot w44467. Compared to access2 results, sample on w44467 "new and retain" recovered ckmb about 25% lower, 6% lower on "old" and 11% higher on retain w43375. Issue was opened in order to review the lot further and determine possible further action. CAPA has been initiated and a recall has been initiated for the lot in question.